Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.

Event description:
The customer initially reported that the device broke into two pieces. Another device was used to complete the procedure without incident. There was no patient injury. The device was returned for evaluation and a visual inspection revealed that the two pieces of the handle had come apart, exposing the knife blade.